Manufacturer narrative:
Correction: additional information determined that there was no replacement of equipment under this event. It was noted that the site had not scrolled forward to the navigate screen, and instead was on the plan screen, which was preventing them from tracking their instrument. It was noted that the issue was properly diagnosed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software analysis determined that the behavior described is the intended behavior of the software. Software is functioning as designed. No failure found. Per technical services there was no replacement of equipment. It turns out they did not scroll forward to the ¿navigate¿ screen, and instead were on the ¿plan¿ screen, which was preventing the site from tracking their instrument. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. A system checkout was performed under a different case and the power cord was replaced. After replacement the issue was resolved. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Model #: the unique identifier was not known at the time of reporting. Other relevant device(s) are: product ID: 9735585, version #: (B)(4). No parts have been received by the manufacturer for evaluation. The manufacture date was not known at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a catheter placement. It was reported that the system went unresponsive. When they rebooted the system, they got back to navigation and their em stylet would no longer track. The emitter details showed the stylet as green with 0.5 for the metal interference. The tracking view showed the instrument tracking and moving in space, but the CT views showed no tracking. There was no foot pedal connected to the system and the foot pedal button was grayed out in the software. They went back a task in the software and moved forward again and the issue resolved. There was less than an hour delay in the procedure. No impact on patient outcome.